Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the lead exhibited loss of sensing one day post implant. Atrial lead dislodgement was suspected.